Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and exp dates cannot be determined. This device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able to at this time to determined the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that during the preparation to perform a therapeutic calculus removal from a pt. The basket was unable to be retracted into the sheath. The basket was outside the pt when this problem occurred. The complainant was unable to provide the event date. The clinicians then obtained another basket and successfully completed the pt procedure. The complainant reported that there were no pt complications as a result of this reported problem.